Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad was unresponsive during testing, the button number 0 and 1 were not working. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, key "1" working intermittently was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.